Event description:
Patient's representative reported right side capsular contracture baker grade unknown. Patient's representative also reported right side "dizziness",which is not device related. Device explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient's representative reported right side capsular contracture baker grade unknown. Patient's representative also reported right side "dizziness",which is not device related. Device explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. Dizziness: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.